Event description:
A female patient who is an rn, reported she experienced an "eye infection" with discharge following the use of a particular unit of complete moistureplus with her b&l disposable lenses. She stated she used about 1/2 the bottle before her symptoms began. She sought medical treatment, was told she had an infection (type not specified, no culture performed) and was treated with sulfacetamide 10%; her symptoms resolved. She discarded the unit in question. The patient declined follow up with her eyecare professional. Root cause is unknown.